Manufacturer narrative:
Review of the medical records did not reveal any allegation against fresenius peritoneal dialysis products. Peritonitis is most often the result of a breach in technique or the presence of a biofilm on the pd catheter (non-fresenius product) and occur, often unknown, during the manipulation of the system components during connection and disconnection.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient reported that he had experienced difficulty draining during treatment and also had abdominal pain and diarrhea. The patient's effluent was reportedly cultured on (B)(6) 2016, and the results were negative for peritonitis. The patient had a white blood cell count test on both (B)(6) 2016, and the results were conclusive for a sterile peritonitis infection. The patient was treated with antibiotics ancef and fortaz (2 doses each at 1 gram). The patient's peritonitis has since resolved. The nurse could not confirm the source of the peritonitis, as there were no breaches of the product's sterile barrier and the patient had maintained good aseptic technique.

Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.